Event description:
Imp# (B)(4).

Manufacturer narrative:
The patient death occurred outside the us and at the time of the event ((B)(6) 2014) was assessed by resmed and deemed not reportable. This decision was based on the patient's underlying condition, the police reporting no connection to the device and patient death, and there was no indication of a device malfunction. Recent preliminary data from the serve-hf clinical trial indicated an increased risk of cardiovascular deaths in patients with symptomatic, chronic heart failure (nyha 2-4) with reduced left ventricular ejection fraction (lvef less than and equal to 45 percent) and moderate to severe predominant central sleep apnea being treated with adaptive servo-ventilation (asv). Note: further information regarding the trial and remedial action can be found in medwatch 3004604967-2015-00176. In light of this new information resmed examined historical complaints records related to asv therapy to determine if decisions previously reached require revision based on this new information. This event is being reported based on the new information from the clinical trial and the information provided to resmed regarding this event. (B)(4).